Manufacturer narrative:
As a result of inspection, the electric solenoid valve malfunction caused abnormal flow display were confirmed. Based on the results of the investigation, it is presumed that the event, ¿abnormal flow display,¿ is caused by the electric solenoid valve malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the high flow insufflation unit exhibited the electric solenoid valve malfunction causes abnormal flow display. There were no reports of patient involvement.